Event description:
Pt reported leaking of fluid from intravenous site when flushing intravenous catheter with normal saline & sodium heparin solution. Occlusive dressing removed & intravenous site inspection revealed med stream extension set microbore tubing had broken off of luer lock connection which was attached to intravenous catheter. (Peripherally inserted central catheter).